Event description:
It was reported that the rod was broken post- operatively. Patient underwent revision surgery for rod breakage and possible non-union.

Manufacturer narrative:
Method: risk assessment and visual inspection was performed. Result: radius vitallium rod main body fracture post-op was confirmed via visual inspection. No lot number was provided, so a manufacturing record review could not be performed. Conclusion: beach marks were observed on the rod fracture surfaces, which indicates that the rod fractured via fatigue; therefore, the root cause of the reported rod fracture is due to fatigue after its implantation about 4 years.

Event description:
It was reported that the rod was broken post- operatively. Patient underwent revision surgery for rod breakage and possible non-union.